Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 470mg/dl. Troubleshooting was performed. It was stated that the customer started with nausea and vomiting, and then she was hospitalized. It was stated that the insulin pump had a line across the display. The alarm history revealed a no delivery alarm. Performed a self test and the device passed the test, but the line on the screen still remains. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.